Event description:
Event description guidant received information that this epicardial large patch lead exhibited lead impedances of a variety of ranges. It was not known whether the shocking or pacing impedances were in question. A lead fracture was suspected.